Event description:
It was reported during a routine check performed by field service engineer, the cs100 intra-aortic balloon pump (iabp) wheels are damaged. There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer (fse) confirmed issue in order to resolve the issue replacement of the defective front wheels was done. There was no patient involvement. The unit cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check the cs100 intra-aortic balloon pump (iabp) wheels are damaged. There was no patient involvement reported.